Event description:
It was reported that this device had a battery depletion error. The alert was detected via the latitude monitoring system. The pulse generator has been implanted greater than seven years. Also, the low energy shock impedance measurement has been high (out-of-range). Technical services advised to replace the products. The device remains implanted, but the doctor has scheduled a replacement procedure. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide an update for the model/serial number. It was reported that this device had a battery depletion error. The alert was detected via the latitude monitoring system. The pulse generator has been implanted greater than seven years. Also, the low energy shock impedance measurement has been high (out-of-range). Technical services advised to replace the products. The device remains implanted, but the doctor has scheduled a replacement procedure. There were no additional adverse patient effects.

Manufacturer narrative:
This supplemental report is being filed to provide an update for the model/serial number.